Manufacturer narrative:
Sections b1 and g2 have new boxes marked now, in addition to the boxes marked in the initial report.

Event description:
Additional information - it was reported that the left ventricular lead was explanted and replaced due to the loss of capture and to extracardiac pectoral stimulation. The patient was in stable condition.

Manufacturer narrative:
Additional information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was loss of capture noted on the left ventricular lead.